Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. No missing segment/partial display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, battery out limit or failed battery test alarms during testing. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the keypad buttons were hard to push, sticky and sometimes unresponsive. The device will not be returned for analysis.